Event description:
The hub broke off from the needle while it was in the pt. The following info was received on (B)(4) 2011 via email: a (B)(6) girl had her right leg caught in a tractor at her grandfather's farm. The paramedics had difficulty starting an IV so they inserted an I/o needle into the left leg. When they removed the trocar portion of the I/o needle, the hub came off with it and they weren't able to attach the IV. They had to start an IV in her right jugular. The needle remained in the pt's leg as she went to the hosp - no known injuries caused by I/o needle. Looks like the hub broke off at the glue site. Sent it with the pt to the hosp as they were getting fluids through it.

Manufacturer narrative:
(B)(4): hub breakage is not labeled. Product was returned in a used and damaged condition to assist in this investigation. A 100% visual examination is performed by needle quality control, verifying that the cannula is molded or glued securely into the hub and glue is smooth. Examination of the returned device confirms separation of the needle from the hub. Under "warnings" in the IFU recommends this device be used in children under 24 months. Per the event description, this device was used 3 year ago which indicates this device was used in contraindication with intended use. Nevertheless, there are two capas in progress on this device which may help to reduce the occurrence of this failure in the future. We will continue to monitor for similar complaints. A quality engineering risk assessment was performed and no action is necessary at this time due to insufficient risk.